Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7140895/7140636.

Event description:
It was reported that patient underwent an explant procedure due to an infection at the implant site. The explanted device will not be return.

Event description:
It was reported that patient underwent an explant procedure due to an infection at the implant site. The explanted device will not be return. Additional information received that the patient experienced pain and swelling. It was noted that patient was placed under antibiotics and was doing well.